Event description:
Customer reported having a blood glucose level of 20 mg/dl two days before the call. Customer reported that he self treated and woke up the next morning with a blood glucose level of 320 mg/dl. Customer stated that his blood glucose level was very hard to control over the next few days. Customer stated that he experienced blood glucose levels up to 400 mg/dl. Blood glucose level was 355 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.